Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, heavily tortuous, distal posterior lateral artery. The lesion was pre-dilated prior to stenting. A 2.5x28 mm xience v stent delivery system (sds) could not cross due to the patient anatomy and during the attempts to cross, using force, the the proximal shaft of the catheter broke. A non-abbott sds was used to complete the case successfully. There were no adverse patient effects or clinically significant delay in the procedure due to the failed attempt to cross.

Manufacturer narrative:
(B)(4). - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted in the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.